Event description:
Boston scientific crm received information that during a follow-up visit, this device was found to have reached elective replacement time (ert). Three months prior the device displayed 2 years longevity remaining. There were no programming changes made and no large changes in the pacing percentage. A memory hex download found that between the follow-up visits, the device started to use more current in the ventricular chamber. This may have been due to higher pacing rates and/or lower impedances. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but reached ert earlier than previously estimated due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and end of life (eol). This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. In addition, this device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested